Manufacturer narrative:
(B)(4).

Event description:
Received information that following a replacement on (B)(6) 2011, when the stimulation is turned on, the pt experiences a shocking or jolting sensation. There were no falls or trauma related to this event. Sensation is felt at the ins location. Pt was admitted to the hospital and surgical exploration was done. Prior to the procedure all contacts except the c2 were >2,000 ohms. The pt experienced a loss of therapeutic effect and a "warning of symptom relief". During the procedure, the physician found fluid was found in the pocket and in the ins causing the shocking sensation. He went to the lead/extension connection site and used the twist lock to connect to the lead only. Impedances were 0,1 8654; 0,2 10084; 03 11037; 1,2 8855; 1,3 10662; 2,2 10922 (these measurements were attained at the 3v setting). The doctor then replaced existing extension with a new extension and connected the lead to a new ins and re-ran impedances. All pairs (uni and bipolar) were >2000. Additional investigation and troubleshooting was recommended. Additional information was requested and if received, a follow up report will be sent.